Event description:
It was reported that the patient experienced recurring urinary incontinence with his artificial urinary sphincter. The patient underwent a revision surgery and the device was still fully functional. The device was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.